Event description:
It was reported that loss of capture and fusion was observed on the device. It is not known whether the patient is pacemaker dependent. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the patient was in stable condition.